Event description:
It was reported that an ilet user experienced intermittent loss of dexcom g7 continuous glucose monitor (cgm) sensor signal to the ilet, with a disconnection subsequently reconnecting and resumed displaying glucose values without user intervention. No adverse clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included customer service troubleshooting and education regarding sensor-to-ilet communication and expected reconnection behavior. Investigation of this case revealed transient communication loss between the g7 sensor and the ilet, with automatic reconnection observed and no device component replacement or persistent malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent wireless communication disruption.

Manufacturer narrative:
Initial.